Event description:
It was reported that the patient experienced pain in the area of this pacemaker. The patient reached out to the attending doctor. The boston scientific technical services consultant assisted the patient in sending a reading to the clinic using the communicator as per clinic request. As of this time, this pacemaker remains in service. No adverse patient effects were reported.